Manufacturer narrative:
**Update** (B)(6) 2011 - litigation papers received. There is no new additional information that would affect the investigation. However, it is alleged in the lawsuit that the patient is permanently harmed by metal poisoning and metallosis fro the metal debris of the implant. Complaint reopened to add femoral head. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2012: patient fact sheet form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.

Event description:
Pt was revised to address pain. On (B)(6) 2011, litigation papers allege that the pt is permanently harmed by metal poisoning and metallosis from the metal debris of the implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.